Manufacturer narrative:
The target lesions were the mid and distal right coronary artery (rca). For the mid rca, the vessel was a de-novo and concentric lesion. Aha/acc classification of the vessel was type a. The lesion length was 10mm and vessel diameter was 3.0mm. For the distal rca, the vessel was an in-stent restenosis of a previously implanted medtronic/wiktor stent. The lesion was also concentric. Aha/acc classification of the vessel was type b1. The lesion length was 20mm and vessel diameter was 3.0mm. The procedure was an elective case. For the distal rca, pre-dilatation was conducted with a 3.25 x 15 mm balloon at 8atm for 30 seconds. A 3.0 x 28mm cypher stent was implanted at 12atm for 15 seconds. Post-dilatation was not conducted. Ivus was conducted. The residual % of stenosis was 0%. Timi flow was 3 before the procedure and 3 after the procedure. For the mid rca, pre-dilatation was conducted with a 3.25 x 15mm balloon at 10atm for 30 seconds. A 3.0 x 13mm cypher was implanted at 16atm for 15 seconds. Post-dilatation was not conducted. The two stents were not overlapping each other. Ivus was conducted. The residual % of stenosis was 0%. Timi flow was 3 before the procedure and 3 after the procedure. Act was not measured. During the implant, thrombus was observed in the cypher stents. To treat the thrombus, balloon angioplasty was conducted at 12atm. Inflation time was unknown. Thrombolytic agent was administered (t-pa). Then a 3.0 x 24 mm liberte stent was implanted between the 1st and 2nd cypher. Then, a 3.0 x 24mm driver stent was implanted proximal to the 2nd cypher and a 3.5 x 15mm vision stent was implanted proximal to the driver. The 5 stents were overlapping each other. After that, iabp was inserted. Physician indicated that the probable cause of the thrombotic event was because ticlopidine hydrochloride was not administered until the day of the surgery. This device is distributed outside the united states; however, it is similar to the united states product. This device is one of two products associated with this event. Please refer to MFR report # 9616099-2007-00567. The product remains implanted in the pt and is not available for analysis. Add'l info will be submitted within thirty days upon receipt.

Event description:
During the procedure, thrombus was observed in two implanted cypher stents.